Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of over 400 mg/dl. Reportedly, fewer than 60 mg/dl. Customer stated that this has happened 3 times during the night and woke up with blood glucose was over 400 mg/dl. Caller stated that sensor glucose 51 mg/dl and blood glucose 346 mg/dl currently. Sensor glucose value that triggered the suspend event: 51 mg/dl. Threshold/low suspend limit in sensor settings: 60 mg/dl. The device is unknown to be returned for analysis.